Manufacturer narrative:
The event occurred in (B)(6). Occupation ni equals lay user / patient.

Event description:
The customer complained of a questionable inr result from their coaguchek meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 1.7 inr and within 1 hour the laboratory result was 2.35 inr. The customer's therapeutic range is 2.0 - 2.5 inr. There was no adverse event. The customer's test strips have been requested for return. Relevant retention test strips (lot 322641) were tested in comparison with the master lot coaguchek xs patient. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned strips were measured with a retention meter in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.3 inr , qc 2: 3.3 inr, qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.